Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with open wound and infection. The ipp was removed and replaced with malleable rods. No further patient complications were reported.